Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a cracked cartridge holder on the inpen, with difficulty turning the dose knob, but no discrepancy between intended and recorded dose amounts. The customer reported no adverse event. The event involved product mmt-105nnblna. Troubleshooting was performed. The customer was advised that the insulin pen would be replaced and advised to revert to a backup plan per the healthcare professional's instructions. No harm requiring medical intervention was reported. Mmt-105nnblna was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit paired successfully to commercial app. Unit passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 3.50ozf-in). Cartridge holder broken off plastic pieces stuck inside inpen/cartridge holder cavity. Unable to confirm front cap investigation due to inpen was received with no original front cap shell. In conclusion: inpen received working as designed. No mechanical malfunctions noted during testing. Therefore, the customer concern of difficult to dial/dose could not be confirmed. Inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. The customer concern of physical damage at cartridge holder was confirmed. Unable to obtained inpen bond dates or battery percentages due to download (looker studio) error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.